Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the patient experienced multiple alarms including a red heart alarm when connected to the power module. The patient reported feeling a "vibrating" pump and noticed that the pump speed fluctuated from 0 to a normal rpm. Approximately 2 days later, the patient was admitted into the hospital and the patient's event history indicated pump stoppage and speed reductions. An xray of the driveline was performed and the results were not reported. Approximately 4 days later, the pump was exchanged.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.